Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump did not appropriately declare cgm high and low alerts. Customer experienced elevated blood glucose levels; level and cause were unknown. Multiple attempts were made to follow up with the customer; however, no response was received.